Event description:
It was reported on saturday, the patient's stimulation quit working and the patient was unable to adjust the stimulation. The patient noted, the display showed "call your doctor" icon. (B) (4) the device had reset for an unknown reason. The error code was cleared. The device was reprogrammed back to the patient's settings. The patient was receiving effective stimulation.

Manufacturer narrative:
(B) (4).